Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section of h6. A review of the device history records and product release decision control sheet of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the inlet connector melted on the capiox device during setup. The following information was provided by the user facility: the product was changed out; the surgery was completed successfully; and there was no patient involvement.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned to the manufacturing facility. Therefore, the investigation was based upon evaluation of user facility information and retention sample of the involved product code/lot number combination. Visual inspection revealed no anomalies or defects. The cap that is applied to the blood inlet port was removed to further inspect the blood inlet port. Visual inspection revealed no defects. The investigation results verified that the actual sample was the normal product. There is no evidence that this event was related to a device defect or malfunction and the exact cause for the reported event cannot be definitively determined. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.